Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID: 306001, serial#: unknown, product type: screening device. Product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that¿¿the¿¿patient was stating that there were not¿ ¿sure if the lead came out or not because she could not feel the stimulation.¿ no further complications were reported/anticipated at this time.